Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 320 during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 320 which was reproduced while powering on and while attempting to load a set. System error 320 was confirmed through review of the event history log. This was caused by a damaged upper hook switch. The upper auxiliary was replaced to correct this condition.